Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure and procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported the problem. The review of log file shows malfunctioning of geo-pc. The fse checked and fixed the cable connection and installed the smart drive. After the repaired action, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. The evaluation method codes was corrected.

Event description:
It was reported to philips that the device¿s geometry movements were partly available and losing power during operation. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and found a reboot of the device restored function. However, after a while, the device would power off. Philips has started an investigation of this complaint.